Event description:
During the procedure, the perfusionist noted blood leaking from a hole in the stainless steel cardioplegia coil of the pack. The coil was changed out and replaced in order to continue procedure. Blood loss was minimal and there was no pt detriment. Info from the perfusion indicated that they did not detect a water to blood leak. Further conversation with the perfusionist indicated that the pt was fine following the surgery.